Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification e1 (physician phone no.): (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "no complaint against the device". This record is for the left side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "no complaint against the device". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.